Event description:
It was reported that a 3.25x15 mm voyager nc dilatation catheter was advanced without resistance and was inflated; however, the balloon ruptured at 4 atmospheres. Reportedly, the balloon was prepped inside of the patient anatomy. The dilatation catheter was withdrawn from the patient anatomy without any reported resistance and a new 3.25x15 mm voyager nc dilatation catheter was used to complete the procedure successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the device preparation was done inside the anatomy, it should be noted that voyager nc coronary dilatation catheter, instructions for use (preparation for use) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.